Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause is unknown. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed the distal end of the guidewire was missing and the section of coiled wire that remained was approximately 4 mm long. No blood residue was observed on the guidewire. A microscopic observation revealed striations on the break surface of the core wire. The break surface of the core wire was also observed to be lustrous and the material appeared to have been pinched toward the center of the wire. The distal portion of the coiled wire was observed to be unraveled. Some material was observed to be displaced on an edge of the break in the coiled wire and what appeared to be striations were observed on the break surface of the coiled wire as well. The surface features observed on the break sites of the returned guidewire are typical of damage caused by a sharp instrument. Due to the lack of use residue on the returned sample and because the sample was returned out of its original sealed packaging, it is not possible to determine when or where the guidewire was cut. Confirmed - cause unknown. A lot history review (lhr) of reby0333 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package was opened, it was found that the double helix end of the guidewire was damaged.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0333 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package was opened, it was found that the double helix end of the guidewire was damaged.